Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11245. The patient reported she did not have effective stimulation. In addition, the patient had attended a function and since that time she has had pain in her knee extending up the back of her thigh to the ipg implant site. The patient did report she had problems regarding swelling of her foot. The sjm representative met with the patient and reprogrammed the patient excluding two contacts on her lead which had invalid impedance. X-rays were performed and the lead had not moved. The next course of action was undetermined.